Event description:
The manufacturer received information alleging a ventilator inoperative error code was found on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, machine flow drift high, was observed on the device's error log. The third-party service technician further evaluated but was not able to determine the cause of the issue for this device. The root cause is not confirmed at this time. In conclusion, there were no part(s) replaced to address the issue. The root cause isn't confirmed at this time. Additionally, during the service of the device, the following parts were replaced for unspecified reason by the third-party service technician: air inlet foam filter, muffler assembly, tubing (system printed circuit assembly [pca], blower chassis, fio2, and low flow o2), cooling fan assembly, fan retainer, system pca, machine flow sensor, blower assembly, blower bellows seal pack, blower mount pack, and main housing. These were unrelated to the reportable issue. The device passed all final testing.

Manufacturer narrative:
The reported failure of a ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6) did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.